Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the heart rate and spo2 sats were not correlating and were lower than the clinical observation. No consequences or impact to patient were reported.